Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(4)2018. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jan-23. The rep stated, ¿the cause was not determined. Could the fact that the pump was flipping have to do with the catheter being disconnected, braided and looped, possibly. The pump and catheter has been explanted and returned to medtronic.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (10 mg/ml, 2.466 mg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the pump was flipping. The patient went to surgery to have the pump re-anchored. The catheter was braided and looped around the pump and the pump segment of the catheter was severed. The physician decided to explant the entire system; while removing the spinal segment the physician discovered that the spinal piece was also severed. There was still a portion of the catheter in the intrathecal space that could not be explanted and remained in the patient. The pump and catheter were in the rep's possession and would be returned, and would not be replaced in the future. The patient status at the time of this report was "alive - no injury." There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Analysis found there was no anomaly with the pump. Analysis found that the catheter body was broken. If information is provided in the future, a supplemental report will be issued.